Event description:
It was further reported that the stent was damaged, no damage was noted to the delivery device or blue sheath. They noticed that the stent was cracked during withdrawal. It was reported that the stent was not partially deployed.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a iliac status post (s/p) stenting procedure, a stent fracture occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, eccentric, 34mm in length, de novo target lesion was located in the non calcified, 8.6mm in diameter iliac. The lesion was pre-dilated with a 7.0x4mm non-bsc balloon. This 8x38x75 iliac wallstent was selected and advanced to the lesion against resistance; however, the device would not cross the lesion. After they removed the device, it was noted that the tip of the stent was cracked distal to the blue sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.